Event description:
The customer called to report low blood glucose levels and missing segments on the screen of the insulin pump. The customer then stated he was treated by the paramedics for low blood glucose and he stated he noticed there was 60 to 80 units of insulin missing from the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a missing luer lock. The insulin pump had missing segments due to open heat bond of zebra connector long side on the liquid crystal display. The insulin pump passed the bolus and occlusion tests.